Event description:
I received a trial spinal stimulator. The following hours after waking up I had a lot of pain in stomach and severe headache. My stomach started swelling severe on right side along with the shock sensation on the same side. Running from back across stomach and down into my right testicle so I reached out to boston scientific rep. They tried different programs and patterns and different levels and then switch to another where she said I should not feel nothing. I could still feel it where my abdomen was swollen and in testicle so she told me to power it off and they would meet me in the morning; well pain and swelling got so bad ended up in ER, blood pressure and heart rate severely high. They thought I was bleeding internally but CT didn't show one so said it could be ¿leas¿ isn't placed properly or they damaged a nerve or could be blood on nerve or spinal cord causing the pain and swelling. So next day I meet with boston scientific rep, and they hook me up to the box again and try all options, (B)(6) was her name. She said something wasn't right and to meet with dr (B)(6) and the rep that installed it (B)(6) did a few hours later and (B)(6) the. Rep with boston scientific basically ignored all my symptoms and swelling and wanted to hook me up again and tried. Several things again with the stimulator going as high as 98% pain was more severe after I could feel it in my arms, hands, chest shooting around my abdomen on right side and swelling more pronounced than before. I told her I wanted it to be removed and she constantly tried to tell me it was just temporary symptoms and they would go away. I also asked why the hospital said it looked like I was bleeding too much on site where inserts she said it was normal amount then. Dr (B)(6) came in and said why are you bleeding so much young man and said he couldn't take them out because he was scared I'd bleed too much. He wanted me to wait till monday the 8th of august to remove them. She wanted dr (B)(6) to see me maybe I'd cool down by then and change my mind. Dr (B)(6) told her ¿I don't believe he will change his mind now, friday or monday¿. FDA safety report ID# (B)(4).